Event description:
"Tevar was performed and the relay plus devices were implanted. 2019: during a postoperative follow-up with CT scanning, endoleak (endoleak type is unknown.) Of contrast media from the outside of the stent graft was observed." Patient outcome: "during a postoperative follow-up with CT scanning, the aneurysm seemed bigger without any symptoms and there was possibility of endoleak (type 1b) at the distal side and endoleak (type 2 or 3 or 4) in the middle of the graft. Additional treatment is under consideration."

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR 2247858-2019-00028. Device 2 is being reported under MDR 2247858-2019-00029.

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR 2247858-2019-00028. Device 2 is being reported under MDR 2247858-2019-00029.

Event description:
"Tevar was performed and the relay plus devices were implanted. 2019: during a postoperative follow-up with CT scanning, endoleak (endoleak type is unknown.) Of contrast media from the outside of the stent graft was observed." Patient outcome: "during a postoperative follow-up with CT scanning, the aneurysm seemed bigger without any symptoms and there was possibility of endoleak (type 1b) at the distal side and endoleak (type 2 or 3 or 4) in the middle of the graft. Additional treatment is under consideration."